Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the the housing was damaged and the stop pin on the swivel was broken, also the device made loud unusual noise and vibration and overheated. It was determined that the driveshaft was broken causing the overheating, vibration and noise. Therefore, the reported condition was confirmed. The assignable root cause for the damaged housing and broken stop pin was consistent with device mishandling which is use error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device housing was damaged and the drill rotated beyond mechanical stop. During in-house engineering evaluation, it was determined that the housing was damaged and the stop pin on the swivel was broken, the device made loud unusual noise, vibrated and overheated. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.